Manufacturer narrative:
Additional information was received that the physician believed strokes were not device related.

Event description:
A report was received that the patient had multiple strokes. The patient underwent an ipg and lead explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had multiple strokes. The patient underwent an ipg and lead explant procedure. No device malfunction was suspected.